Manufacturer narrative:
After battery installation, no blank display or missing segment noted. However, the device gave a full segment display anomaly, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify button/key pad anomaly due to full segment display. No unlocked lcd keypad connector noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for partial display was performed. Customer advised they display screen was hard to read and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.